Event description:
Complainant alleged that during a routine shift check by a clinician the device would intermittently power-up and then shutdown with ac or battery power. Complainant indicated that there was no patient involvement in the reported malfunction.